Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent while performing continuous ambulatory peritoneal dialysis (capd) therapy. The cause and outcome of and treatment for the event were not reported. At the time this report was received, peritoneal dialysis therapy was ongoing. No additional information is available.